Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source showed an error code (e207). The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h3, h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Error code 207 was present. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue occurred due to a faulty emergency lamp. However, the specific cause of the faulty emergency lamp could not be established at this time. Olympus will continue to monitor field performance for this device.